Event description:
Three patients in a+e tested negative for pregnancy when their urine was tested with clearview hcg. The quantitative hcg results from serum testing were 405 miu/ml, 199 miu/ml and `positive'. Further information is only available on the patient who had a serum hcg concentration of 405 miu/ml. This report relates to that patient. The patient had tested positive for pregnancy at home and with their doctor. They were presenting with abdominal pain and probable miscarriage.